Event description:
The end users daughter called in and stated she noticed a rash, on the left side of the abdomen, under the tape and some of the mass.

Manufacturer narrative:
Based on the available info the event is deemed serious injury. The end users daughter stated she received the device, cleanses skin with saline, dries the skin and applies the wafer. The end user daughter also stated she uses protective barrier wipes and is also cutting the wafer larger. It was also stated that a wound ostomy care nurse is going visit the end user. No additional pt/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. A return sample for eval is not expected.